Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture was confirmed; however, the reported difficulty advancing the device could not be replicated in a testing environment since it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the bdc interacted with the moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the left cephalic arch. A 10x60mm armada 35 balloon dilatation catheter (bdc) was advanced through resistance and attempted to be used for vessel dilatation; however, during the first inflation the balloon was noted to rupture at 10atms. No other devices were used and the procedure was concluded. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.